Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no information." (No information). Product problem(s): "blue fibers in pak" (foreign material present in device). The customer reported blue lint fibers in their paks. No pt impact was reported. Additional follow up info was requested.